Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred during the fifth dwell cycle of peritoneal dialysis (pd) therapy. The patient stated that he did not observe any air leaks that could have caused the reported alarm. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded by the customer and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.